Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a cyst involving the pocket and the implantable pulse generator (ipg) device and pacing lead were extracted due to a possible infection. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.